Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a delivery issue, stating that the replacement adc freestyle libre sensor did not arrive at his address and was therefore unable to test. Customer had initially reported on (B)(6) 2020 that the adc sensor detached from the adhesive. Customer further reported that being unable to test, he experienced loss of consciousness and self-treated with the help of his wife. Customer had contact with the healthcare provider who diagnosed him with hypoglycemia, however no further treatment was reported. There was no report of death or permanent impairment associated with this event.